Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the spouse of the patient reported that the implantable pulse generator (ipg) was "no longer working." The ipg remains in use. No patient complications have been reported as a result of this event.